Event description:
It was reported that the clinic noted an alert from the remote home monitoring system indicating sensing not fully optimized. However, the clinic stated they completed automatic set up and optimization at implant. Engineering reviewed the device data and also found additional codes indicating there were resets which could leave the patient unprotected. Boston scientific technical services (ts) recommended an x-ray and device replacement. An x-ray of the system was taken which showed the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remained in the same position. Ts discussed further potential causes and that the codes typically occur when the device charges. The cause remained unknown and it was thought that the reference s-electrocardiogram was no longer available due to the reset, thus causing the initial alert from the remote home monitoring system. A new automatic set up was performed and chose the same sensing vector. No noise was seen when manipulating the device. The physician stated that there is no evidence at this time to suggest the s-ICD was charging and requested further review of the device's data to determine the cause of the code and resets. Engineering and ts review of the data found the code was proximal to charge that was due to normal scheduled cap reform, therefore not visible to the user/clinician. Further data was reviewed by engineering and it was determined that the reason no charge was seen by the physician was due to timing in which the reset occurred. Additional information was received that the s-ICD was explanted and successfully replaced. During the procedure the physician examined the electrode and found no issues, thus it remained in service with the new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The case was opened, and high-power visual inspection of the hybrid assembly noted two high voltage capacitor connections had cracked solder joints. Analysis concluded the clinical observations were a due to cracked solder joints on the high voltage capacitor.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the clinic noted an alert from the remote home monitoring system indicating sensing not fully optimized. However, the clinic stated they completed automatic set up and optimization at implant. Engineering reviewed the device data and also found additional codes indicating there were resets which could leave the patient unprotected. Boston scientific technical services (ts) recommended an x-ray and device replacement. An x-ray of the system was taken which showed the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remained in the same position. Ts discussed further potential causes and that the codes typically occur when the device charges. The cause remained unknown and it was thought that the reference s-electrocardiogram was no longer available due to the reset, thus causing the initial alert from the remote home monitoring system. A new automatic set up was performed and chose the same sensing vector. No noise was seen when manipulating the device. The physician stated that there is no evidence at this time to suggest the s-ICD was charging and requested further review of the device's data to determine the cause of the code and resets. Engineering and ts review of the data found the code was proximal to charge that was due to normal scheduled cap reform, therefore not visible to the user/clinician. Further data was reviewed by engineering and it was determined that the reason no charge was seen by the physician was due to timing in which the reset occurred. Additional information was received that the s-ICD was explanted and successfully replaced. During the procedure the physician examined the electrode and found no issues, thus it remained in service with the new s-ICD. No additional adverse patient effects were reported.